Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left tha to treat end stage arthrosis. The cup was secured with 2 acetabular screws for supplemental fixation. The procedure was completed without complications. Clinic visit dated (B)(6) 2020: patient presented s/p tha. Patient reports some peripheral neuralgia, a slight limp, and some pain with a trendelenburg gait. X-rays identify a trochanteric fracture with mild escape. The surgeon believed that the neuropathy, limp, and mild pain was consistent with the healing process. Patient was referred to a pt and neurologist to obtain an emg. Follow-up x-rays to be performed in 2 months. No invasive treatment prescribed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of provide x-ray images does appear to confirm the reported observation. A root cause cannot be determined using x-ray images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for greater trochanteric fracture: periprosthetic fracture - femoral. Event is not serious and is considered mild. There is a remote possibility event is related to device and it is possibly related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2020; (left hip). Treatment: none